Manufacturer narrative:
Other relevant components include: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2017 that the manufacturer's representative was not in the operating room with the hcp at the time of the report but they had just got a call that the orthopedic hcp had accidentally cut the patient's catheter. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-jul-10. It was reported that the patient¿s catheter was accidentally cut on (B)(6) 2017. It was indicated that the manufacturer's representative was able to resolve on the phone. It was noted that the manufacturer's representative thought that the procedure was an orthopedic surgery but they were not certain. The manufacturer's representative told them how to repair the cut as actions/interventions taken to resolve the cut catheter and it was believed that the cut catheter was resolved but the manufacturer's representative didn¿t see it. It was reported that the cut catheter would not be returned for analysis. It was indicated that the provided information was confirmed with the physician/account. No further complications were reported or anticipated.